Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be jumping suddenly. The customer reported the battery dropped from 100% to 45%. The battery then dropped from 45% to 0% then went back up to 45% after being connected to a power source. The customer's blood glucose was 400 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be evaluated due recessed usb pins.